Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the up arrow button was sticking and was intermittently responding. The reporter stated that the keypad symbols were worn but the keypad was intact. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrows and contrast keypad buttons were intermittently unresponsive; the ok button responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.